Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported event might be the ignitor or the power supply unit. Error e109 occurs due to the ignitor or the power supply unit issues. If the device is used for a long time, it might be due to aging deterioration. If it is not used for a long time, it might be an accidental malfunction of the ignitor or power supply unit.

Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the visera 4k uhd xenon light source had error code e109. There was no harm or user injury reported due to the event.